Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: (B)(6) 2018 serial number unknown. Philip's technical support (ts) advised the customer that the controller printed circuit board assembly would require replacement. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the unit had error code message of over pressure condition. The customer reported there was no patient involvement. The event date was not specified; estimate used.